Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as an itchy open weeping wound. The patient's wife works at a wound care center and feels the irritation could be a fungus. There was no alleged device malfunction contributing to the irritation. The patient's wife used cavillon skin barrier spray and an antifungal powder. Follow up indicated the irritation improved. Supplemental report 10/05/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as an itchy open weeping wound. The patient's wife works at a wound care center and feels the irritation could be a fungus. There was no alleged device malfunction contributing to the irritation. The patient's wife used cavillon skin barrier spray and an antifungal powder. Follow up indicated the irritation improved